Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported narrowing of the outflow graft could not be confirmed through this evaluation. The controller event log file contained events from (B)(6) 2024. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the outflow graft revision was completed on (B)(6) 2024 with debris accumulation removed. The narrowing resolved.

Event description:
It was reported that a patient had a computed tomography (CT) scan completed on (B)(6) 2023 for a heart transplant workup with outflow narrowing noted. It was noted that the patient was implanted before the clip was being added to outflow graft. The site was planning to bring in and surgically revise the outflow graft on (B)(6) 2024. Flows had been stable, and no low flow alarms were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.